Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
This pi is for the right knee. Patient's wife called stating her husband had bilateral knee replacements and reported pain and loosening.

Manufacturer narrative:
Additional information: catalog and lot information added. An event regarding loosening involving triathlon patella, triathlon baseplate and a triathlon femoral component was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The event relates to loosening and the tibial insert does not interface with bone. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The patient has inquired whether his implants are part of a recall. The devices were found not to be part of any recall.

Event description:
This pi is for the right knee. Patient's wife called stating her husband had bilateral knee replacements and reported pain and loosening. Patient would like to know if the implants and the shapematch cutting guide were involved in a recall.